Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that the customer experienced high blood glucose when the reservoir had 100 units remaining. The customer's current blood glucose was 140 mg/dl. The daughter also reported the customer was hospitalized on (B)(6) 2015 for high blood glucose. Customer's blood glucose was over 600 mg/dl at the time of incident. Customer stated they were unable to walk or stand up, leading to the hospitalization. The customer also reported low magnesium and potassium levels were also the cause of their hospitalization. The insulin pump was removed from the customer's body when they were hospitalized. Troubleshooting did not find any issue with the customer's insulin pump. The customer's daughter declined to return the insulin pump for analysis.